Event description:
Healthcare professional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The incident occurred shortly after the start of the hemodialysis treatment. The pt experienced shortness of breath, chest pain, itching and back pain. The blood flow rate was reduced to 100ml/minute and the pt was treated with benadryl 25mg intravenously. The treatment was continued and the prescribed blood flow rate was resumed once the symptoms were resolved. The treatment was completed without further incident. The pt has been switched to an alternate membrane.